Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination revealed a contrast media/ dried saline in the barrel of the returned device. The gauge needle of the device was reading at 22atm. During functional examination, the gauge was reading 21atm, the result was reading at 0atm. When the pressure was increased to 2600kpa on the gauge of the device, the result read 495kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that gauge needle did not move. A 26 advantage balloon catheter inflation device was selected. During unpacking, it was noted that the meter already indicated at 6atm. When negative pressure was applied, the meter still indicated at 6 atm. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good.